Event description:
The customer reported the transformer housing broke into pieces making it unusable. Damaged transformer housing - breach present.

Manufacturer narrative:
Requested the defective power adapter be returned for eval. The defective power cord has not been rec'd at medela as of (B)(4) 2013. The product involved in the complaint was not returned for eval/investigation. Therefore, no conclusion can be made as to the cause of the event. This issue with the damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformer during shipping.